Manufacturer narrative:
(B)(4). Attempt was made to gather thorough event information during complaint processing; the physician commented that no particular intervention was taken for the elongated coil wire and the procedure was completed. The patient was discharged home on (B)(6) 2017. On november 28, 2017, the device was returned to the manufacturer, device defect that is known to cause or contribute to adverse patient effects was recognized; therefore, the date the manufacturer became aware of the incident is considered the date the device was arrived to the manufacturer. The subject guide wire was returned for evaluation. The returned guide wire had its coil wire elongated distal to the middle solder and the underlying inner coil wire was exposed. Although the coil wire was elongated from approximately 19 mm from the wire tip, it was unfractured as the ball tip remained attached on the distal end. The exposed inner coil wire was microscopically observed. At approximately 1 mm distal to the inner coil wire, the core wire composed of the straight core wire and the twist core wire was found fractured. The straight core wire and the twist core wire were also microscopically observed. It revealed that the outer diameter of each wire was getting smaller toward the fracture end, suggesting that both were fractured due to tensile stress. In order to observe the distal portion of the returned guide wire, the coil wire was unraveled and the core wire was exposed. It revealed that both straight core wire and the twist core wire were fractured at approximately 7.5 mm from the tip and shown the same characteristic (smaller outer diameter towards the fracture end due to tensile stress) found on the proximal side of fracture. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it was concluded that instantaneous tensile stress exceeding the product's design limit was inadvertently applied to the guide wire while its tip was trapped by narrowed peripheral vessel. Tensile stress was assumed to be continuously applied making the coil wire to become elongated. Although there was no indication of product deficiency, it has potential to cause or contribute to patient injury if this malfunction were to recur. Instructions for use states: - [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; - [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, - [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that during a pci to treat a heavily calcified 75-90% stenosis in the lad #6, the subject guide wire was used for stenting. Angiography was taken after stent deployment and the guide wire was pulled with resistance. When the guide wire was taken out of the anatomy, it was found its coil wire elongated.